Manufacturer narrative:
UDI: (B)(4). Depuy synthes as been informed the lot number is not available.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further procedure or device information has been provided to determine a root cause for the reported failure. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
After drilling the hole during a hand procedure, the anchor does not hold and pull out. The products have been discarded, surgery continued with another method, the lot number cannot be retrieved. Surgery has been prolonged for 20 minutes. Additional information was received via email by the affiliate on 3-31-2016. The doctor drilled a hole into the bone and fixed the tendon. Two (2) anchors failed. Additional information was received via email by the affiliate on 4-4-2016. Used the pre-packaged drill with the anchor. The doctor drilled a hole into the bone and fixed the tendon. It is also called transosseous fixation. No information on bone quality.